Event description:
The facility representative reported a flo-gard infusion pump with a broken door. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken door was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be broken door and missing door latch. The door was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.